Event description:
It was reported that the patient has experienced elevated blood glucose levels as high as 400 mg/dl for the past half year. The patient has been unsuccessful correcting the elevated levels via the infusion device even after changing the accessories. The patient thinks the piston rod is not working correctly and that the device should have displayed e4 (occlusion error), but has failed to do so. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).